Event description:
A customer contacted beckman coulter inc. (Bci) stating that the cap piercer blade wash station was leaking fluid. There was no exposure to the leakage.

Manufacturer narrative:
Bci customer technical support (cts) advised customer to disable cap piercer and run tubes with caps removed. A field service engineer (fse) was dispatched. Fse replaced the drain solenoid. The system is operating acceptably now.